Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device sealing did not respond in the middle while connected to a forcetriad generator. They re-inserted the handpiece, but it did not work. They replaced the device and it worked fine with the same generator. There was no patient involvement.